Event description:
It was reported the patient experienced tissue breakdown around the pump and the pump was explanted. The patient recovered without sequela. Specific patient symptoms, cause of the event, interventions/treatment, troubleshooting/diagnostics, drugs in the pump and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Interrogation of the pump determined it was used to infuse baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.